Manufacturer narrative:
The zealnd pharma ae assessor spoke with the vgo user for further investigation of the complaint of tiredness and vomiting with a bg of 457. Vgo user states she had worn the vgo for just less than 24 hours and she "first noticed it (her bg) going up as high as 247 in the morning" then went to 388 after lunch and then reached "its worst level of 457 later that day." The vgo user reported being tired and she vomited. She called her hcp who instructed her to remove the vgo, replace it with a new filled vgo and to take an insulin injection for correction. Vgo user was unable to confirm with the ae assessor if she uses humulin r or humulin n insulin in the vgo. Customer care noted the vgo user as using humulin n insulin in the vgo. Vgo user states that her bg returned into her "normal range" after the bolus correction; her normal is stated as being 80 to 130. The vgo user discarded this vgo device so it is unavailable for technical review. The vgo user denies any possible contributing factors to the hyperglycemia other than "this vgo did not work," the vgo user was unable to explain why she states the "vgo did not work." She denies the vgo needle released prematurely with this device. She could not provide any further information regarding this event. The vgo user states her hcp told her she could extract insulin from vgo devices using a needle when she has experienced device issues, so she "does not waste insulin." The ae assessor cannot comment on the instruction provided by the hcp. The use of humulin r or humulin n insulin in the vgo is off-label use. The vgo is not approved for use with either humulin r or humulin n insulin. However the hcp may prescribe off label. Using humulin r or humulin n insulin in the vgo would be off-label use.

Event description:
The patient report experienced high blood sugar while wearing v-go yesterday (B)(6) 2021. The patient said this is the first time she has had high blood sugar while on v-go. The patient stated she first noticed it going up as high as 247 in the morning. Then the patient said it went up to 388 after lunch. The patient stated it reached its worst level of 457 later that day. The patient stated she felt tired and vomited when her sugar was this high. Due to this, the patient called her hcp who informed the patient to remove that v-go device she was wearing and replace it with a new one. The patient said after doing this her blood sugar started to go back down to her normal blood sugar range which is between 93-119. The patient uses humulin n u-100 insulin with v-go per her hcp.